Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify low battery alarm due to blank display. The pump was received with cracked keypad overlay at select button, fading serial number label, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer was not able to clear the alarm. The product was returned for analysis.